Manufacturer narrative:
Although requested, device has not been received yet. A follow up report will be submitted once the device has been received and an investigation has been completed.

Event description:
It was reported that while connected to ac power source, the pc unit (pcu) would not turn on and this has been an ongoing event. It was noted that the issue began in (B)(6) 2019, two months after a new fleet of pcus were purchased. It is the customer's belief that the issue is due to keypad. There was no patient involvement.